Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer replaced the "standard a" solution. The customer performed priming, calibration and integrated multi-sensor technology (imt) dilution check. The cause of the discordant, falsely elevated sodium results on two patient samples was related to an issue with the "standard a" solution bag. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on two patient samples on a dimension exl 200 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension exl instrument, resulting lower. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.